Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not respond to button presses. In this state, the device would not be able to provide defibrillation energy, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section d10, returned to manufacturer on of the initial medwatch report indicates 03/04/2019. Section d10, returned to manufacturer on of the initial medwatch report should indicate 03/13/2019. Physio-control failure analysis center further evaluated the keypad assembly and was unable to duplicate the reported issue. Further root cause could not be determined. The cause of the reported issue was determined to be due to a failure of the 12-lead keypad assembly.

Event description:
A customer contacted physio-control to report that their device would not respond to button presses. In this state, the device would not be able to provide defibrillation energy, if it was needed. There were no reports of patient use associated with the reported event.